Event description:
Caller reported that the pt tested 2.2 inr on the device and 1.7 inr on the a comparison lab. No action was taken based on device result, comparison was performed during correlation. No adverse event reported. Requested return of suspect device and replacement was sent.